Event description:
It was reported by the customer that prior to use, the screen was not loading properly in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.

Manufacturer narrative:
(B)(6). A getinge service territory manager (stm) was dispatched to investigate and upon arrival verified that the screen was blank or gray when the unit was powered on. The stm observed that one of the connectors on the video card was not plugged in all the way. After plugging the cable correctly, the stm performed a pm. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that prior to use, the screen was not loading properly in the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.